Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during each load sequence. The customer re-loaded the cartridge to resolve the previous issues. Reportedly, the customer reverted to manual injections for insulin therapy until replacement arrived. Customer¿s blood glucose level was approximately 494 mg/dl during each incident.